Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. History download was successful using thus and carelink upload was successful. Unit powered up after the test battery was installed. Unit was monitored for 3 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25 noted in the pump trace download. No unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021, with blood glucose of 574 mg/dl. The customer¿s current blood glucose level was 460 mg/dl. The customer was treated with intravenous drip. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software 4.11c. Retainer ring is black. On (B)(6) 2021 the customer was hospitalized for high blood glucose. No allegation to device defectiveness noted. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. History download was successful using thus and carelink upload was successful. Device powered up after the test battery was installed. Device was monitored for 3 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25 noted in the device trace download. No unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. No device problem found during full functional testing. Unable to verify customer alleged for high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.